Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) showed invalid data and the cardiac compass trends had vertical lines. The icm remains in use. No patient complications have been reported as a result of this event.